Manufacturer narrative:
The healthcare facility recently responded to cytophil's request for additional information regarding the event date. They also explained that there was no patient associated with this event as the blocked needle was found and replaced prior to the procedure being initiated. A DHR review at cytophil revealed no indication of issues with either the needles, or with the syringes. Extrusion testing (injection flow) was performed successfully per procedural requirements. The needle manufacturer confirmed no irregularities or other complaints associated with the needle lot. Further, they stated that they had no indications of blockage issues with other product manufactured during the same processing timeframe. The physician could not recall the length of time that the needle sat after priming. Thus the results of the complaint investigation are inconclusive, however it appears reasonably likely that the physician primed the needle with the calcium hydroxylapatite product but may have allowed the primed needle to sit for a prolonged period of time thus allowing the material to "set" within the syringe. Needle blockages may occur if the needle is allowed to sit for a prolonged period of time a review of complaint history for the past 24 months revealed that this is the only reported complaint associated with blocked needles. This complaint will be closed, and tracked/trended.

Event description:
Correction: there was no patient involved in the event as the blocked needle was found and replaced prior to the procedure being initiated.

Manufacturer narrative:
Needle blockages may occur when the needle is not primed, or if the primed needle is allowed to sit for a prolonged period of time. In this case, the needle was reported to have been primed, however the physician could not recall the amount of time between when the needle was primed, and when the procedure was initiated. Additional patient related information has been requested. The investigation is ongoing; a supplemental report will be provided.

Event description:
The distributor reported to cytophil that the physician primed the needle for use with the renu voice device. When the physician initiated the vocal medialization procedure, he found that the primed needle was now blocked. The needle was replaced and the procedure was successfully completed without delay. ((B)(4)).